Event description:
The customer is receiving the message that the cartridge requires a minimum of 50 units during the fill tubing process with multiple cartridges. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.